Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that approximately 10 x pcu's and 15 x lvp's were experiencing multiple occlusion alarms without witnessing any occlusions. In order to avoid occlusion alarms, infusions needed to be started at 10-20ml/hr and titrated up to prescribed rate leading to longer treatment times. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex a, b and g codes.

Event description:
It was reported that approximately 10 x pcu's and 15 x lvp's were experiencing multiple occlusion alarms without witnessing any occlusions. In order to avoid occlusion alarms, infusions needed to be started at 10-20ml/hr and titrated up to prescribed rate leading to longer treatment times. There was patient involvement but no harm.